Event description:
I used renu with moisture loc that I received from my eye dr. Used from 2006. I developed a severe eye infection. I was put on 8 diff. Medicines (drops). The only one that worked was the anti fungal med. I was on it for 5 months. My right eye has permanent scarring. Dates of use: 2006. Diagnosis or reason for use: to clean contacts. Event abated after use: no.